Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient did not like ipg tonic stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.